Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that she was unable to communicate with the device using multiple programmers and charging systems. The ipg was replaced on (B)(6) 2010 and has been returned to the manufacturer for analysis. Follow-up on the pt found no other issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.